Event description:
The customer reported that an estimated 40-60 swabs have broken when attempting to collect patient samples. No further details provided for specific events. No patient harm, injury or adverse health consequences reported.

Manufacturer narrative:
Note: lumiradx inc. Purchase steripack sterile polyester spun swabs for sale/distribution to customers for use in patient sample collection, for testing with lumiradx products. Lumiradx received a report from a customer on (B)(6) 2023, identifying that an estimated 40-60 steripack sterile polyester spun swabs broke when attempting to collect nasal samples from patients. No further details provided for specific events. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported events. Event details were reported to the swab manufacturer for investigation. The receipt of any new information pertaining to this event will be submitted in a follow-up report.